Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint.